Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged to have bronchitis, breathing issues, pneumonia, headaches and ear infections. The patient was prescribed antibiotics in response to the reported event. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination was observed on front ui panel, outside of top enclosure, side panel, blower box, blower, and inside bottom enclosure. The device's event logs were downloaded and reviewed. No error codes was found. The investigator confirmed there was no presence of degraded sound abatement foam but presence of dust/dirt contamination was observed.   Section d4 unique identifier (UDI) # corrected. Section d8, d9, h2, h3 and h6 were updated.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam and caused the patient to have bronchitis, breathing issues, pneumonia, headaches and ear infections. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058